Manufacturer narrative:
Testing of actual/suspected device (10/213): during routine morning checks, it was noticed that the balloon pump was not charging batteries despite being connected to mains power, the fault was confirmed on site. To fix the issue the fse replaced the mains cable reel which was faulty. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer it was observed that the batteries on the cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). Event site telephone: (B)(6).

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h11. Corrected fields: h6 (type of investigation) **UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5) a getinge field service engineer (fse) confirmed fault. Also, fse, power cord reel assy (d012-00-1688-24) replaced.fully checked - all now ok. Unit returned for clinical use. The failure analysis and testing dept. Received part number 0012-00-1688-24 with a reported unit failure of the unit not charging batteries. The fat performed a visual inspection and found the part to have a damaged sheathing and wire. This would cause the batteries to not charge. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
N/a.